Event description:
Per the territory manager (tm), during a tavr procedure using a 23mm sapien 3 valve via transfemoral approach, when deploying the first valve, the balloon ruptured during inflation with the valve partially deployed. The valve was brought down to a suprarenal position in the descending aorta. A 20mm true balloon was used to inflate the valve and it was determined it was in a safe and secure location. A second valve was prepped and placed in the annulus of the patient. The patient tolerated the procedure well and the valve was working properly. No complications to the patient.

Manufacturer narrative:
The investigation is ongoing. Device will not be returned.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was unable to be confirmed since neither the applicable imagery nor the complaint device was returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR did not provide any indication that a manufacturing non-conformance contribute to the event. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per follow-up information, there was the presence of moderate calcium in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloon is sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, the interaction between the balloon and the struts of the degenerating pre-existing valve can compromise the structure of the balloon wall, even a low implantation pressure, through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. In this case, a review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.